Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, after two subsequent firings of the device, the surgeon attempted to fire the third reload across small bowel. This firing did not occur. The surgeon could easily depress the firing lever but nothing happened. Another stapler was used to complete the case. There was no consequence to the pt.